Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast prosthesis rupture, breast pain. D6b explantation date: (B)(6) 2025. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 300cc gel breast prosthesis that ruptured post implantation. Rupture of the patient¿s right breast prosthesis was confirmed via MRI. Additionally, the patient developed some pain in her right breast. As a result, the patient is scheduled to undergo explantation on (B)(6) 2025.

Manufacturer narrative:
On 19-sep-2025, the mentor failure analysis lab received the device for evaluation. Mentor completed the investigation on the suspect medical device on the same date. Device evaluation summary: according to the information received, the patient experienced a rupture and developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Upon visual examination of the returned breast implant, two distinct creases/folds were identified on the posterior aspect. Adjacent to each fold, a tear was present (a and b), with both tears measuring approximately 0.1 cm. The evaluation determined that the possible cause of the ruptures is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 21-aug-2025, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05-sep-2025, mentor received additional information about the event: - the patient¿s explanted breast prostheses were replaced with unspecified mentor gel breast prostheses. - during explant surgery, it was noticed that the right breast capsule was thick and had significant calcification. Manufacturer¿s reference number: (B)(4).